Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was present in alarm history screen. The motor was tested outside of the unit and passed; the motor may have had an intermittent failure that was not detected during our testing; unable to perform a21 error test due to constant motor error alarms noted. No unexpected e70 alarms or alerts noted during testing. The insulin pump passed displacement test, pump self test, off no power test, rewind test, basic occlusion test and prime test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor position encoder error alarm and multiple motor error alarms. Customer's blood glucose was 251 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.